Event description:
After playing football, the patient reportedly observed that the system stopped working. The patient was seen for device evaluation. Testing conducted confirmed that the device was no longer functioning. Surgery to explant the patient's device has been scheduled.